Manufacturer narrative:
The customer biomedical engineer troubleshooting the issue with ge healthcare technical support. It was recommended to replace the display cpu and re-load the software. No further information is available regarding the resolution of the reported issue. Customer contact reports there is no patient information available.

Event description:
The hospital reported the display went black and there was an error message that resulted in loss of mechanical ventilation during a case. The patient was manually ventilated. The system was rebooted and case resumed. There was no report of patient injury.